Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the device return date in the concomitant medical products, to update device evaluated by MFR and to provide the completed investigation results. One 8fr angio-seal vip was received for product evaluation. The carrier tube, arteriotomy locator, guidewire and hemostasis sheath were returned for evaluation. No polyfoil pouch was returned. There were no anomalies were noted with sheath, locator, and guidewire. The carrier tube was examined and the collagen was expanded and appeared to be exposed to blood-like substance. The anchor was completely exposed and the bypass tube was found to be dislodged to the proximal end of the device cap. The deployment sleeve was found to be in the forward lock position. The tip of the carrier tube was checked and no anomalies were noted. The alleged 'flat tip' is a manufacturing feature. No other visual anomalies were noted. Functional testing was not possible as the bypass tube could not be reinserted over the carrier tube assembly because collagen had expanded as it was likely exposed to blood. The bypass tube was separated from the carrier tube and subjected to dimensional testing. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" and which was within the specification of 0.109" +0.002/-0.003. All measurements were within the manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the bypass tube was dislodged while opening the poly foil pouch or during handling. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon opening the new unused angio-seal device the doctor identified the tip was flat and the plastic fragment was uncovered (bio absorbable anchor). The doctor touched the device with his bloody gloves and contaminated it. It was reported that the femoral artery was healthy. The patient condition was stable. The procedure performed was a cerebral angiogram. Additional information was received 14october2019: the sample was completed using a second angio-seal device. The size of the sheath was 8fr. Hemostasis was achieved with the second angio-seal device.